Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. The distal section of the device did not return for product analysis. There are multiple kinks along the hypotube. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Based on device analysis completed on 24jul2019. It was reported that the shaft was kinked. The 85% stenosed target lesion area was located in the middle of the left anterior descending artery. A 145 guidezilla guide extension catheter was selected for used. During the procedure, it was noted that the connection of the delivery shaft was kinked during the crossing of the guide catheter. The device was simply removed from the patient and there was no part left in the patient. The procedure was completed with another of the same device and the patient's status is stable. No complications reported. However, device analysis revealed the collar is separated.